Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that due to cgm's inaccuracies, she had suffered 4 seizures while sleeping, using the same sensor. During one instance, bg/cgm was 27/159 mg/dl. The pt's husband being a paramedic, was able to administer glucagon to pt every single time. At the time of her call to dexcom technical support pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.